Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reason for reoperation was deflation and capsular contracture, baker grade IV. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Health professional reported a right side "painful right breast baker grade IV capsular contracture status post right lateral breast capsular tear, possible deflating right saline implant." Healthcare professional additionally reported "lipodystrophy and lower abdomen, iliac crest rolls," these events are not related to the device. Device was explanted.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. Device evaluation: visual analysis of the returned device identified: fold creases and wear abrasion. A leak test was performed which identified no leakage. Fill inspection was performed and identified no blockage in the valve. Based on the device analysis the final assessment is:no were observed openings on the device or issues related with the complaint.

Event description:
Health professional reported a right side "painful right breast baker grade IV capsular contracture status post right lateral breast capsular tear, possible deflating right saline implant." Healthcare professional additionally reported "lipodystrophy and lower abdomen, iliac crest rolls," these events are not related to the device. Device was explanted.